Event description:
A hospital in another country, reported to our distributor that the seal of rt040l full face mask had separated from the mask base during use on a pt who required intubation. The following info was gathered during a follow up with the hospital: the pt had been on the border of non-invasive ventilation and intubation. The hospital rep reported that it was not possible to link the pt's being intubated to the seal separation. The pt was now off of the ventilator and was doing well.

Manufacturer narrative:
The device is en route to the MFR for inspection. The investigation was conducted based on the event description and previous investigations on similar complaints. Results: the silicone seal is held in place in the base of the mask by an interference fit. Improper fitting of the mask may have contributed to the silicone seal separating from the base of the new mask. The rt040 mask is relatively new to the market and many users have been converting from a previously used competitor's device to the rt040 and as a result may not be proficient with the sizing and fitting of the rt040. Conclusion: fisher & paykel healthcare has implemented an in-service education program to further ensure that healthcare practitioners fully understand the proper fitting of the rt040 mask. This program has been and continues to be rolled out to customers in the united states. In addition, we have introduced an additional silicone adhesive step (to apply adhesive between the silicone facial seal and the plastic mask base) in our manufacturing process which is aimed at reducing the potential for separation to occur.